Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and loose motion. The cause of peritonitis was unknown. The day after event diagnosis, the patient was hospitalized. On an unknown date, the patient was treated with meropenem injection (500 mg, once daily, intraperitoneal, discontinued), ceftazidime injection (1 g, once daily, intraperitoneal, discontinued) and vancomycin injection (500 mg, twice a week, intraperitoneal, discontinued) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient was not recovered from the peritonitis and cloudy effluent and recovering from loose motion. Pd therapy was put on hold. The pd catheter was removed and the patient was shifted to hemodialysis (hd). Hd is ongoing. No additional information is available.